Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g2. Please see updates to g2, h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The reported event was unable to be reproduced during the device evaluation. However, based on the results of the investigation it¿s likely the tear occurred due to the biopsy valve being pushed down straight onto the instrument channel port, rather than pushed down at a slant. The final root cause of this event was unable to be identified. The following is included in the instructions for use: ¿9.3 attaching the biopsy valve to the endoscope: put the biopsy valve on the suction valve holder or the instrument channel port with its tab near side in the illustrated direction. Push the upper part of the biopsy valve down slantingly onto the suction valve holder or the instrument channel port until the valve snaps into place.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the FDA product code to eoq.

Event description:
The customer reported to olympus, during preparation for use, when 13 out of 20 single use biopsy valve (sterile) were used, some were noted to be easily cracked when attached to an endoscope. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event. Complaint number (B)(4) captures additional similar events.

Manufacturer narrative:
The customer returned unused valves to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, visual inspection found no abnormalities and the cause of the reported damage was presumed to be overload due to trying to attach the forceps base of the scope straight. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.